Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were experienced low blood glucose level. Customer¿s blood glucose level was 54 mg/dl at the time of incident and treated with food and glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. Customer also reported that insulin pump was over delivery and also stated that insulin pump was not giving alarm when blood glucose was low. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will be and reservoir will not be returned for analysis.